Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: evaluation of the m4 microdebrider by service and repair found that the nut collet could not be detached from the device and the shaft and gears were corroded, causing the seizing of the motor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: the device was received in service and repair; however, pre-repair temperature testing could not be performed. The device was not running at all; the motor was seized. Evaluation and repair is still in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that "the motor did not work and resulted in overheating; after the handpiece was connected to the console, the foot switch was pressed; however, the motor did not work and then overheated." There was no patient impact.